Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead of the dependent patient exhibited noise due to lead fracture. The noise could be reproduced with isometrics. The patient was asymptomatic. The lead was capped and replaced.